Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the catheter would not hold temperature and the machine shut down. The catheter had a visible hole in the balloon when it was removed from the pt. The case was aborted with no adverse pt consequences.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.